Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) confirmed that the patient was already discharged in pyxis, and confirmed the issue was resolved by the customer by performing an undo discharge from the server, and no further investigation was required. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server user indicated that a patient did not appear on the pyxis station and shown as discharged on the active directory system. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.